Event description:
The advocate stated that the customer's glucose was tested using her contour meter and the reading was 98 mg/dl. Paramedics had been called and they tested the customer's glucose at 44 mg/dl using their meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. Paramedics treated the customer with glucose. The advocate performed control tests while troubleshooting and the results fell within the normal control range. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.